Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis . Concomitant medical products: 275cc mentor smooth round moderate profile (catalog #: 350-4501bc, lot #: 5607459). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a procedure with an unspecified 275cc mentor gel breast implant prosthesis and experienced postoperative right-sided ptosis. The diagnosis was confirmed by a surgeon. As a result, the patient underwent removal without replacement on (B)(6) 2019.